Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. The device was received in good condition and no signs of external damage. There was no purple keypad overlay sent with the device. Customer wrote "force sensor bgnd test 9/27" on tape placed on the pump.force sensor bgnd test was found in error history log. Checked and tested force sensor, ran occlusion test, but could not duplicate 'force sensor bgnd test'. Force sensor values were in specifications. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 3 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced the force sensor as a preventative measure, performed calibration, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
It was reported that syringe plunger sensor error occurred. No patient injury was reported.